Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump ant the wake button became unresponsive. Customer confirmed pump display turned on when plugged into a power source. Subsequently, an unspecified malfunction occurred. Customer's blood glucose level ranged from 134-187 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.